Event description:
It was reported through remote transmission that the device was at eri. When patient presented to the clinic for device check, premature battery depletion was observed. The device was explanted and replaced. Patient was in stable condition before, during, and after the procedure. Patient was discharged a few hours after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.